Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure, when using the right kick on the foot pedal, the infusion stops. After replacing the footpedal twice, the surgery was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).